Manufacturer narrative:
Concomitant product(s): product ID: 3889-33, lot# va0dc8k, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 2017-10-18, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had their ins removed because they were having trouble with the ins. The patient stated the battery went completely dead and quit working for them about 2 months before they had the device removed. The patient noted the ins was removed in (B)(6) 2016 which contradicts previously reported information. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that they were having problems with it. The device shut off, about four months prior to the report, by itself. Two to three weeks prior to the report, they started having pain at the implantable neurostimulator (ins) site and it was keeping them up at night. On (B)(6) 2017, they felt a snap when they were getting into a truck. They had pain going down their left hip for two months prior to the report and they called their doctor to have the device removed. On 2017-02-09, it was reported that they didn't know what led to the ins turning off. They saw a healthcare professional (hcp) and was scheduled to have a total system removal on(B)(6) 2017. The hcp didn't order any x-rays or check the device. The hcp commented that they didn't know why it stopped and that it was a ten-year battery. The patient noted that the low battery message appeared about three to four days prior to the rep ort. They also didn't know that, if they went through certain theft detectors, it could cause a shock. Since they were implanted, whenever they went into a sporting store, they would experience a shock when going through the theft detector.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated date of event to reflect that the shocking when they went through a theft detector had been occurring since the patient was implanted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-33, lot# va0dc8k, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis information -- 2018-01-26 14:23:06 cst pli# 10, product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. The ins output was tested at the cut end of the returned lead and no output was observed on all electrode pairs. Analysis information -- 2018-01-26 14:28:00 cst pli# 20, product ID# 3889-33 below is unedited, system generated text based on the analysis finding code(s) and test results. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. The ins output was tested at the cut end of the returned lead and no output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that after lifting something heavy the patient felt some stabbing in their left buttocks area which was the area of ins placement. The patient decided that they wanted the ins removed. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported no diagnostics were done as the patient just wanted the device removed. The patient was not interested in replacing or modifying their device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient¿s lead and ins was removed and that their lead broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.